Event description:
Caller reported a malfunction in the tandem system, described as malfunction 199, which was identified on the pump as malf 12. There was no adverse impact on the customer¿s blood glucose level. The technical support team assisted the caller with resetting the pump.